Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having a problem with settings and needed assistance due to high blood glucose. Customer's blood glucose was 500 mg/dl. Customer reported that blood glucose had been between 300 mg/dl and 400 mg/dl. Customer received assistance.